Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 25mm bioprosthetic aortic valve, implanted approximately fourteen (14) years and five (5) months, was explanted and replaced with a 3300tfx 23mm aortic valve. Through follow up with the health care provider, it was learned this device was explanted due to severe aortic regurgitation due to prosthetic aortic valve dysfunction. The patient had significant aortic, mitral and tricuspid valve regurgitation. A 4600 annuloplasty ring was implanted to the mitral position, then the pericardial aortic valve was implanted to the aortic position. A model 6200 annuloplasty ring was then implanted to the tricuspid position. After coming off bypass, tee demonstrated aortic prosthesis to be well seated and functioning normally and there was only trace residual mitral and tricuspid regurgitation. Eventually hemostasis was obtained. The patient tolerated the procedure and was taken to open heart recovery room in a hemodynamically stable condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: requests for additional information and return of the device for evaluation have been made by email, fax and phone. However, no information was included in the operative report to describe the condition of the aortic valve at time of explant and it is unknown if the device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the aortic valve was explanted due to regurgitation. The cause of the regurgitation, however, was not provided. Without a response from the health care provider or return of the device for evaluation, we are unable to confirm the clinical comments made by the health care provider.